Manufacturer narrative:
Weight: additional information. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted and presented with fatigue and weakness. Temperature at admit was 36.8 degree celsius. Blood cultures collected on (B)(6) 2018 showed gram negative rods positive for klebsiella pneumoniae. Patient was started on intravenous cefazoline. The treatment was switched to ceftriaxone due to shortage on (B)(6) 2018 and finished course on (B)(6) 2018. Patient was deemed not a good candidate for pump exchange. On (B)(6) 2018, the patient's power line was replaced and the patient tolerated it well. Old power line was discarded. Primary infection was bacteremia with klebsiella pneumonia with an unknown etiology. Gallium uptake along medial border of lvad was secondary infection not the cause. Keflex started upon discharge indefinitely. No further information was provided.